Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a high tibial osteotomy procedure on (B)(6) 2016 and topical skin adhesive was used. After the procedure, during a treatment in the hospital on (B)(6) 2016, the patient presented skin inflammation on the top of the foot. It was also reported that skin inflammation was not the site where topical skin adhesive was applied. The steroid ointment has been applied and inflammation is getting better. The patient discharged. Additional information has been requested.

Manufacturer narrative:
(B)(4).